Event description:
It was reported an issue with novosyn suture. The client (a veterinary surgeon) reported that he noted that a swelling appeared after an ovariohysterectomy in several occasions when using this suture. The client supposes that the swelling in the deep 3-15 days after operation is caused by the novosyn suture and not by the monosyn. Wound healed and animal recovered; 14-20 days of meloxicam were necessary. No more information has been provided. All medwatch submissions related to this report are: 3003639970-2022-00040_MDR.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. Novosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As stated in the instructions for use of the product, during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. Also, the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Reviewed the batch manufacturing record, there were incidences but this batch was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. Under PMA/510(k) number: k122734. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two closed samples to analyze this case. Tightness test to the closed samples received has been performed and the units are tight. Novosyn® biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. As stated in the instructions for use of the product, during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. Also, the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. Reviewed the batch manufacturing record, there were incidences but this batch was released into the market fulfilling usp/ep and b.braun surgical requirements. Final conclusion: although the results of the samples received fulfil the b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client (a veterinary surgeon) reported that he noted that a swelling appeared after an ovariohysterectomy in several occasions when using this suture. The client supposes that the swelling in the deep 3-15 days after operation is caused by the novosyn suture and not by the monosyn. Wound healed and animal recovered; 14-20 days of meloxicam were necessary. No more information has been provided. All medwatch submissions related to this report are: 3003639970-2022-00040_MDR.